Event description:
A customer reported a cartridge change error with their pump after trying three cartridges. There was no adverse impact to the customer's blood glucose level. With guidance from technical support, the customer inspected and cleaned the pump components, successfully loaded a new cartridge, and resumed insulin delivery.